Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2014, the pt experienced peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the pt was treated with unspecified antibiotics for 10 days. Pd therapy was ongoing. Additional information was requested but was not available.